Event description:
It was reported the patient felt pain in the left foot on (B)(6) 2014 and on (B)(6) 2014, 99% stenosis was found at the superficial femoral artery (sfa) by a CT scan. The procedure was a pta (percutaneous transluminal angioplasty). The target lesion was unknown, and was mildly calcified and mildly tortuous, with a rate of stenosis of 90%. On (B)(6) 2013, the 6.0x60mm smart control stent was placed in the target lesion without any issues. On (B)(6) 2014, the patient underwent a revascularization by pta procedure (poba). The patient partially recovered.

Manufacturer narrative:
(B)(4). (B)(6). The product will not be returned for analysis, therefore no engineering evaluation will be completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: it was reported the patient felt pain in the left foot on (B)(6) 2014, 99% stenosis was found at the superficial femoral artery (sfa) by a CT scan. The procedure was a pta (percutaneous transluminal angioplasty). The target lesion was unknown, and was mildly calcified and mildly tortuous, with a rate of stenosis of 90%. On (B)(6) 2013, the 6.0x60mm smart control stent was placed in the target lesion without any issues. On (B)(6) 2014, the patient underwent a revascularization by pta procedure (poba). The patient partially recovered. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Angina is a common symptom in patients with coronary stents and coronary artery disease. Without further testing, it is not possible to determine the source of this event. Factors that may have influenced the event include patient, pharmacological and lesion. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. There is no indication that the event was related to a design or manufacturing issue, therefore no corrective action is needed.